Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen did not function properly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen did not function properly. The customer stated the device was not registering when they attempted a touchscreen calibration. The customer requested the part number of the touchscreen to order and replace. The remote service engineer (rse) provided the customer with the part number of the touchscreen. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.